Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line alarm was not reproduced. A review of the event history log revealed multiple air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation inspected the device but did not observe any symptom or potential cause of the reported problem, with no action required to address the allegation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed false air in line. This occurred during programming/ setup. There was no patient involvement. No additional information is available.